Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had difficulty charging the pump and received multiple power source alerts despite the attempted use of multiple usb cables and power sources. It was also reported that the pump battery gauge increased from 65% to 100% while pump was disconnected from a power source. Customer reported a blood glucose (bg) level of 83 (mg/dl) due to not eating at their normal time. Recommendation was made to monitor battery performance.